Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during well 3 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell cycle 3. Gts had the patient disconnect and cycle power twice to clear the error. The patient elected to complete therapy manually. No injury or medical intervention was reported.